Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms active was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log files pertaining to the event date were submitted for review. It was further reported that the patient had 4 backup battery fault alarms in a year that were not cleared with the multiple self tests. The backup battery was replaced 3 times. The system controller was exchanged, which resolved the event. Multiple attempts were made to obtain additional information about the reported event such as the patient's weight, the system controller serial number, if the controller exchange resolved the issue, if log files could be provided, and if any products will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was missing. Information requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 4 backup battery (ebb) fault alarms in a year that were not cleared with the multiple self-tests. The ebb was replaced 3 times. The system controller was exchanged.